Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. If a portion of the biosure screw remains retained in the patient, it is made of a biocomposite material which is intended for implantation to allow for bone ingrowth. No further clinical/medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Event description:
It was reported that, during an mcl procedure, while inserting the regenesorb anchor it broke/tunnel was widened. It is unknown if there was a backup device available or surgical delay. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.